Event description:
The facility reported a flo-gard infusion pump with a malfunction of an unspecified failure. The event was reported to have occurred upon power up. This had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump with a failure was confirmed during evaluation. The cause of the reported condition was determined to be a broken pump head door. The pump head door and required parts were replaced as per service manual to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.